Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician reported that they had cases of advance ce aspiration catheters where they were slightly frayed and the physician used them. No patient injury reported please note that this device advance ce is not marketed in the united states; however, the device is deemed the same as the united states marketed device export advance.